Event description:
The user facility reported that the device slipped. The or pod coordinator advised that this was a posterior cervical procedure. The laceration occurred after turning the pt to a prone position. Disposable pins were used. The laceration was sutured. There were no post-operative complications reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation will be conducted based on the reported information.